Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd univia¿ whitacre spinal needle broke and leaked. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "during spinal anesthesia procedure in a patient with a pencil point whitacre bd 27 spinal needle, anesthetic leakage was observed at the junction of the needle and mandrel and the needle broke. A new puncture had to be performed."

Event description:
It was reported that bd univia¿ whitacre spinal needle broke and leaked. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "during spinal anesthesia procedure in a patient with a pencil point whitacre bd 27 spinal needle, anesthetic leakage was observed at the junction of the needle and mandrel and the needle broke. A new puncture had to be performed."

Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd univia¿ whitacre spinal needle broke and leaked. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "during spinal anesthesia procedure in a patient with a pencil point whitacre bd 27 spinal needle, anesthetic leakage was observed at the junction of the needle and mandrel and the needle broke. A new puncture had to be performed."

Manufacturer narrative:
H6: investigation summary photos received for investigation. Upon visual inspection, two used spinal needles are observed. Unable to confirm the failure based on the photos received. A device history review was performed for lot 2102006, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples from the same lot were evaluated, no anomalies or issues were observed. Functional test was performed, sample was connected to a syringe, during the test the fluid passed from the syringe through the spinal needle and no leakage was noted at the luer connection. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.